Event description:
Unacceptable sensing measurements were noted. This lead was successfully repositioned on (B)(6) 2011 and all records indicate it remains actively implanted. No additional info is available. Should additional info become available, this event will be updated.